Event description:
It was reported that the home patient (hp) had changed out the heater bag, while trying to clear an alarm. The technical service representative (tsr) advised the hp to end the therapy. The tsr assisted the hp to end therapy and remove the cassette. The homechoice (hc) was operational and a swap of the device was not necessary. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The patient reported that they had changed out a bag during therapy, which is a user error. Use error and proper user instructions are addressed in ?the homechoice and homechoice pro apd systems patient at-home guide which is shipped with every homechoice device. The guide warns the user not to replace empty solution bags or reconnect disconnected solution bags during therapy. It also warns the user that possible contamination of the fluid or fluid pathways can result if disposables are reused. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.